Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used during an endoscopy procedure performed on december 18, 2023. Prior to the procedure outside the patient, the bands did not deploy. The bands just moved within the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: a video of the complaint device outside the patient was provided by the customer and shows that when attempting to deploy the bands, it did not deploy. It just moved within the ligator cap.

Manufacturer narrative:
Block h6:imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on january 12, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used during an endoscopy procedure performed on (B)(6) 2023. Prior to the procedure outside the patient, the bands did not deploy. The bands just moved within the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and shows that when attempting to deploy the bands, it did not deploy. It just moved within the ligator cap. Additional information received on january 12, 2024: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing with bands still attached to it. The ligator housing teeth were damaged, and the suture was broken. The returned handle had evidence that the tripwire was secured into the handle slot. Per media analysis of the provided video, it showed that the ligator head had all the seven bands attached, and some of them were moved from their position and overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that all the bands were still attached in the ligator housing, the ligator housing teeth were damaged, and the suture was broken. The returned suture thread was broken, since there is no information about a rupture of the suture, it is possible that the suture was broken at the time of removing the device. It is possible that the reported problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other or deploying in the incorrect order. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used during an endoscopy procedure performed on (B)(6) 2023. Prior to the procedure outside the patient, the bands did not deploy. The bands just moved within the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and shows that when attempting to deploy the bands, it did not deploy. It just moved within the ligator cap. Additional information received on january 12, 2024: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing with bands still attached to it. The ligator housing teeth were damaged, and the suture was broken. The returned handle had evidence that the tripwire was secured into the handle slot. Per media analysis of the provided video, it showed that the bands were deployed in an incorrect order, it was also noticed that some of the teeth were bent which could have affected the functionality of the suture in order to deploy the bands correctly. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that all the bands were still attached in the ligator housing, the ligator housing teeth were damaged, and the suture was broken. The returned suture thread was broken, since there is no information about a rupture of the suture, it is possible that the suture was broken at the time of removing the device. It is possible that the reported problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other or deploying in the incorrect order. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used during an endoscopy procedure performed on (B)(6) 2023. Prior to the procedure outside the patient, the bands did not deploy. The bands just moved within the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and shows that when attempting to deploy the bands, it did not deploy. It just moved within the ligator cap. Additional information received on january 12, 2024: it was reported that there was no difficulty experienced upon setting up the device.